Manufacturer narrative:
(B)(4): physio-control replaced the system and memory pcb assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use. Further evaluation of the removed assembly at physio-control¿s failure analysis center was unable to determine further cause for the problem.

Event description:
It was reported that the device logged an event code in the memory. Physio-control evaluated the device and verified the reported codes and also found that it intermittently fails to boot up properly. There was no patient use associated with the event.